Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the e315 error code (endoscope not supported). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty charged coupled device (ccd). The fault was thought to have been caused by a water leak from the damaged housing. The cause of the damage was not determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the hd autoclavable camera head display an e315 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty charged coupled device. In addition, a failed leak test was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.